Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information provided, the reported difficulties appear to be due to case circumstances. The sdla resulting in unchanged mr was related to a combination of poor imaging quality/equipment and thin calcified leaflet. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
This is filed to report the clip detached from one leaflet, requiring surgical intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Imaging was difficult however the clip delivery system (cds) advanced and placed at a2p2. After removing the lock line, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment (slda)). Another clip was attempted to be implanted to stabilize the slda however the mr was unable to be reduced therefore the clip was not deployed and the cds removed. The patient was sent to surgery for treatment. No additional information was provided.